Event description:
Reporting status: serious injury/medical intervention reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that after a multilink stent was implanted in 2008, the pt experienced chest pain, neck pain and headache-like feeling of not enough blood to the head. She also experienced "blurry vision to the left eye and double vision" and "pulling of the neck." Additionally seven months post implant, the multilink stent resulted in increased tissue growth which led to the insertion of a promus in 2009. The pt reports the health care professional believes the neck pain is unrelated to the stent. No additional event or pt info is available.

Manufacturer narrative:
(Blurry/double vision).